Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the hospital for a device replacement due to eri. X-ray revealed externalized conductor on the riata lead. The lead was capped and replaced. The patient was stable post-surgery.